Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: the device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
This report is #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. The complaint relevant head dimensions cannot be checked anymore due to the damage. Because of the missing lot number an examination of the raw-material testing certificate and the manufacturing papers was not possible. The screw head is broken up into several parts. The measurable dimensions of the remaining screw shafts meet the specifications referring to the technical drawings and ao/asif specification. The manner of damage let us suppose that a mechanical overloading situation led to the breakage.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(4). It was reported that two screw heads broke during a procedure. While inserting the lcp 2.4mm screw through the plate, before being fully threaded through the plate, the screw head recess partially broke. Additionally, while trying to distract between the plate and the cortical screw, placed proximal to the distal radius plate with a laminar spreader, the screw head recess also partially broke. Both screws were successfully removed. This is report number 1 of 2 for the same event.